Event description:
On (B)(6) 2021, it was reported by a facility representative via sems that a ar-9401-17 eclipse is broken. This was discovered in a case. There was no patient effect reported. No additional information provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The results of the investigation of this complaint did not change the harm identified during intake. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.